Event description:
It was reported, "package opened for use. Staff noted internal package damaged. Surgeon opted not to implant as parts of implant seem to have torn/worn through inner package. Item was not passed into the sterile field. Outer box unfortunately discarded and not retrieved, but no damage was noted on it when opened by hospital staff.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.